Event description:
Hospital alleged that an infusion of heparin was started at 2:10 a.m. 1200 cc of heparin were hung and the rate set at 24 cc/hr. At 4:40 a.m. The nurse took a break. At 5:00 a.m. The nurse returned, and noted that the patient had received approximately 250 cc. There was no resultant patient consequence. Hospital advised that two 570 pumps were assigned to the area, but they do not know which pump was on this patient at the time of the event. Both pumps will be returned.